Event description:
Boston scientific received information that the lead safety switch was triggered in this right ventricular (rv) lead. Additional information obtained from the field representative indicates that the out of range impedance measurement was approximately 100 ohms. The device was tested in different configurations and the cause of the observation was not determined. Reset of safety switch was then performed. Rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.